Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted into the left atrium. It was noted that when the clip opened, the clip was tilted to the side. It was observed that the clip was only attached to the lock line. The physician decided to retract the clip into the guide, but was unable to. Therefore, clip was pulled back into the guide in the inverted position. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported no apparent adverse event was unable to confirm via device analysis. The returned device analysis was inspected and found the deformed soft tip and torn silicon valve of the hemostasis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported no apparent adverse event could not be determined as there was not patient adverse event. The observed deformation of soft tip and torn silicon valve appeared to be related to procedure conditions.